Event description:
It was reported that an infusor lv2 stopped flowing. This occurred during patient infusion. The reporter stated that the device was expected to flow for 125 hours; however, the device stopped flowing after 120 hours with 25ml still in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed and a cause could not be determined.